Event description:
Patient was revised to address loosening of the distal femoral component at the cement/implant interface. The manufacturer of the cement used in the primary surgery is unknown.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any other related reports against the product lot code. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was received. The investigation could not draw any conclusions about the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.